Event description:
It was reported that almost nine months post successful procedure for left internal carotid artery-ophthalmic (c6 segment), saccular, the patient had headache and speech disturbance along with vomiting. CT (computed tomography) imaging showed no abnormality demonstrated. According to site this adverse event had an unlikely relationship with the subject flow diverting stent. Outcome of the adverse event is unknown. No additional information available.

Manufacturer narrative:
The device remains implanted in the patient.

Manufacturer narrative:
H4 manufacturing date: added. D4 expiration date: added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ and 'patient headache serious' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that almost nine months post successful procedure for left internal carotid artery-ophthalmic (c6 segment), saccular, the patient had headache and speech disturbance along with vomiting. CT (computed tomography) imaging showed no abnormality demonstrated. According to site this adverse event had an unlikely relationship with the subject flow diverting stent. Outcome of the adverse event is unknown. No additional information available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. B2 outcomes attributed to ae - corrected -no other serious (important medical events), section h1 type of reportable event - corrected - no serious injury. B5 executive summary - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. F10 / h6 medical device problem code - device code grid - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information was received on 03-jun-2024 stated the ae description: headache and speech disturbance along with vomiting and relationship to evolve device: not related. As there was no allegation of failure or malfunction against the device an assignable cause of undeterminable will be assigned to the reported complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that almost nine months post successful procedure for left internal carotid artery-ophthalmic (c6 segment), saccular, the patient had headache and speech disturbance along with vomiting. CT (computed tomography) imaging showed no abnormality demonstrated. According to site this adverse event had an unlikely relationship with the subject flow diverting stent. Outcome of the adverse event is unknown. No additional information available. Update: additional information was received on 03-jun-2024 stated that the adverse event is not related to the subject flow diverting stent. No additional information available.